Manufacturer narrative:
(B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). The touch screen was replaced and the faulty device was returned to (B)(4) for further investigation. Visual inspection did not identify any abnormalities or defects. Functional testing and a hardware analysis was not able to reproduce the reported issue. A test run of 12 hours was performed and no deviations were noted during this time period. The returned touch screen was scrapped as a precaution. (B)(4) has not been notified of any further issues with the unit following the touch screen replacement. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. (B)(4) will continue to monitor for trends related to this type of issue.

Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the centrifugal pump display became unresponsive during a procedure. The clinician hand cranked the pump to maintain blood flow until the pump could be changed out. The case proceeded without incident. There was no patient injury.